Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer reported that he had gone low and when he checked his blood glucose it was around 40mg/dl. He wanted to know why his pump didn't stop delivery. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.